Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Technical services clarified that this has been a gradual rise over time. A lead fracture is being suspected; however, it has not been confirmed. A lead revision and potential lead replacement was discussed. At this time, this lead remains in service. No adverse patient effects were reported. Additional information received detailing that this lead was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Technical services clarified that this has been a gradual rise over time. A lead fracture is being suspected; however, it has not been confirmed. A lead revision and potential lead replacement was discussed. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. B1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Technical services clarified that this has been a gradual rise over time. A lead fracture is being suspected; however, it has not been confirmed. A lead revision and potential lead replacement was discussed. At this time, this lead remains in service. No adverse patient effects were reported. Additional information received detailing that this lead was explanted and replaced. No further adverse patient effects were reported.